Event description:
The customer stated that she tested her blood glucose using her elite meter and received a reading of 267 mg/dl. She retested using her contour and received a reading of 88 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Testing supplies were to be sent to the customer to continue troubleshooting, so no products will be returned at this time.